Manufacturer narrative:
The primary system controller was returned for evaluation. Review of the log file noted several yellow wrench advisory/ replace system controller alarms as a result of a backup battery test circuit fault. The issue was identified as a false backup battery circuit test and was addressed through the corrective and preventive action process. This system controller was manufactured prior to the implementation of a component change. Review of the log files confirmed that the system speed remained above the set low speed limit without any low flow alarm conditions and the pump maintained patient support while the driveline was connected to the system controller. The backup system controller was not returned for evaluation and a log file was not provided. The report that the patient did not engage the driveline entirely causing a pump stop for an unspecified period of time could not be directly evaluated. The patient¿s health care providers reported that the reason for the patient being admitted was related to red heart low flow alarms. The returned system controller log file captured data showing that approximately 3 minutes after activation of the reported yellow wrench alarm, the driveline was disconnected. A driveline disconnected alarm is associated with a low flow and low speed hazard alarm condition which has a red heart visual alert. Upon re-connecting the driveline approximately 13 minutes later, the system operated at the set speed before being disconnected once more approximately 17 minutes later. The system controller was then disconnected from external power and put into sleep mode. This sequence of events is consistent with the reported event that the patient attempted to perform the exchange while at home and was unable to fully engage the driveline during the exchange. The only events captured where a low flow alarm condition was active was when the driveline was captured as disconnected per design.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient received a yellow wrench alarm telling him to exchange the system controller. The patient performed the exchange while at home alone. According to the log file data and the description on the phone, he did not engage the driveline entirely causing a pump stoppage for a period of time. The reason the patient was admitted was that he was also experiencing red heart low flow alarms. The hospital predicted that they were a result of high after load. The patient described chest pain and not feeling well during the event.

Manufacturer narrative:
The approximate age of the device is 7 years. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.